Manufacturer narrative:
The hologic field engineer went to the site on (B)(4) 2014 and found them using a rolling x-ray shield. The broken pieces of glass that had come from the selenia dimensions system had already been discarded, so there was nothing available to examine. There was no report of anyone bumping or otherwise damaging the shield. The field engineer replaced the x-ray shield. The x-ray shield provided with the selenia dimensions system is made of tempered glass (safety glass), so as not to cause harm if the glass is broken. This particular lot of glass was previously evaluated and determined to meet the required specifications.

Event description:
The technologist left for the day and when they returned found the x-ray shield on the selenia dimensions system had shattered. It had been cleaned up by the time the technologist returned, so they could not describe the circumstances regarding what happened.